Event description:
Essure coils implanted. Severely painful and heavy periods. Lots of severe cramping in abdominal area. Inner coils pushed through the outer coil and are pressing on my fallopian tubes, possibly perforated them. Weight gain that I can't lose. Severe irritability. Having hysterectomy soon to remove everything. First hsg test showed right coil bent/stretched at 90 degree angle but tech did not notice and did not include in initial report to my dr. Another hsg done on (B)(6) 2018 due to continued pain and bleeding. That one showed both coils bent and coming out of the outer coil and pressing on tubes.